Event description:
Additional information received indicated that the noise observed on the right ventricular lead resulted in episodes of oversensing.

Event description:
During an in clinic follow-up, noise and high pacing impedance was observed on the right ventricular (rv) lead. The physician suspected lead damage to be the cause of the event, however, it was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.